Manufacturer narrative:
Insulin pump received no button response due to corroded keypad traces. Insulin pump received with minor scratches on display window, cracked case display window, received with cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer's insulin pump had an unresponsive keypad. No additional details were provided. Nothing further reported.